Manufacturer narrative:
(B)(4).

Event description:
This lead was to be revised because the lead hadn't been sutured down tight enough and it pulled back. However, during the procedure the lead was dropped on the floor. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.